Event description:
The reporter stated that the clock time on the device was off by an hour. There was no report of any patient harm as a result of the indicated event.

Manufacturer narrative:
The device will not be returned for evaluation. However, the device was available via telephone communication. We have not yet completed the investigation.